Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of wafers that were potentially off-centered in the past. The patient's wife reported that the patient suspected the wafers to be off-centered prior to receiving the field safety notice. It was unknown whether the patient used the wafers. No photo is available at this time.